Manufacturer narrative:
The following correction has been updated in this report. In box b has been updated/corrected to reflect product problem. Section "type of reported complaint" in box h has been updated/corrected to reflect product problem. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart issues. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.